Event description:
It was reported by the patient that they received a shock from their device. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.